Event description:
This is a supplemental report for MFR report #8010047-2017-00525. Olympus was informed that the procedure was hysterectomy.

Manufacturer narrative:
The subject device has not been returned to olympus for investigation yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
When the patient underwent general anesthesia during the unspecified gynecological laparoscopic surgery with the subject foot switch maj-1258 and ues-40, the user pressed the coagulation pedal of subject foot switch to activate the high frequency output, however the high frequency output was not activated. The user replaced the subject maj-1258 to another maj-1258 to complete the procedure. The olympus service engineer pressed the cut pedal of subject foot switch to activate the high frequency output, the spare ues-40 normally activated the high frequency output. And, the olympus service engineer pressed the coagulation pedal of subject foot switch to activate the high frequency output, however the high frequency output was not activated. There was no report of the influence to the patient other than replacing the device.

Manufacturer narrative:
The subject maj-1258 was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc tried to reproduce the phenomenon, however the phenomenon was not reproduced. Omsc performed the following and no abnormality on the output of the ues-40 connected to the subject maj-1258 was found. Omsc repeated 200 times that pressed the pedal of the coagulation 0.5 seconds and stopped to press it 0.5 seconds. Omsc repeated 200 times that pressed the pedal of the coagulation 1 second and stopped to press it 1 second. Omsc pressed the pedal of the coagulation while the shock was applied to the subject maj-1258. Omsc pressed the pedal of the coagulation while the shock was applied to the code of the subject maj-1258. Omsc could not identify the root cause because no abnormality was found. Based on these investigation results, omsc surmised that this phenomenon occurred by following factors. There was a possibility that the code of the maj-1258 was not securely connected to the ues-40. There was a possibility that the abnormality on the communication of the signal between the subject maj-1258 and the ues-40 was occurred temporary because foreign materials adhered to the code of the subject maj-1258 and/or ues-40. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".